Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The pad-pak was first installed successfully on the (B)(6) 2011 and performed to specification up to the (B)(6) 2016. The returned pad-pak was inserted into the device. The device successfully passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was tested on calibrated equipment. The device delivered a test shock without fault. An acceptable measurement was recorded. The device was disassembled for investigation. Investigation was unable to replicate or find any evidence of the reported fault. The device performed to specification throughout the history log and during testing at heartsine.